Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "defective release valve". - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. - measures taken: the control board pn (B)(6) replaced, service software successful performed. Ventilator is back in service.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).